Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (belt unable to connect with the monitor) has been confirmed. Upon eval, it was found that the trunk cable connector was broken. The root cause of the broken connector cannot be positively identified, but was likely a result of excessive force. The belt was fully functional once the trunk was replaced. No adverse event resulted from the defective electrode belt connector. The pt rec'd a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report that the belt is unable to connect with the monitor. The pt was provided with a replacement electrode belt.